Event description:
In late 2008, the pt reported he received an e4 (occlusion) error on his insulin infusion device when he tried to cancel a temporary basal rate he had set for a medical procedure that was now completed. The patient was instructed to disconnect from his infusion headset and perform a prime, which he did without error. He successfully reconnected to the headset and placed his device in run. The pt later called with a concern that his infusion headset did not make the "click" noise when he connects to the tubing. He inserted a new headset and bolused 2 units of insulin and received an e4 error. He changed his headset using a headset with a different lot number and was able to bolus without error. The pt stated his blood glucose was elevated to 500 mg/dl last night which he corrected by bolusing 6 units of insulin through his infusion device. He said his reading this morning was 110 mg/dl, but has increased again this afternoon after his medical procedure. He stated he thinks this is due to the error messages and the temporary basal rate he set. The pt called a third time and stated he had changed his headset 4 times today, and just received another e4 error. He was instructed to disconnect from his headset and prime through the tubing until insulin flowed, which he successfully did. He was advised to change his headset. The pt stated that one of the headsets he used was slightly bent at the tip. Courtesy infusion sets and a guide to infusion site management were sent to the pt. The next day, the pt called and reported he continues to experience occlusion errors. He was advised to switch to his backup infusion device and was assisted with setting it up. Repeated further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.